Manufacturer narrative:
(B)(4). Batch # 836a90. Health effect ¿ clinical code = gastrointestinal system (e10). Additional information received: surgeon was planning on doing another end-to-end anastomosis but thought the tissue was too thin to try again and might have been too thin for the initial anastomosis. Surgeon stated she does not feel that the problem was due to the device but due to the tissue being too thin. Additional information was requested, and the following was received: what were the indications for surgery? N/a. Does the surgeon believe this issue was caused by the device? No- surgeon stated she believed it was due to very thin tissue. Did the patient receive any preoperative chemotherapy or radiation? No. What healthcare professional fired the device and what is his/her experience with the device? C/r group pa- well over a year of experience with device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Pa stated, middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was circular buttressing material utilized? No. Does the surgeon have any explanation as to why the tissue was thin? Didn¿t say. What is the patient¿s bmi? N/a. Was the device difficult to close? No. Was the device difficult to fire? No. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2- 360 degree turns, then one more 360 degree turn. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, fired as normal. Were the donuts inspected? If so, please describe. N/a. Was a complete transection of the white breakaway washer visually confirmed? N/a. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Nothing mentioned. What is the current status of the patient? Normal recovery, no issues. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs29b device arrived with no apparent damage. Only anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: for removal. To safely release the device from the newly formed anastomosis, turn the adjusting knob counter-clockwise for two complete revolutions. The firing stroke must be completed. Do not partially fire the instrument. Incomplete firing can result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Ensure that the firing trigger is fully squeezed to ensure proper staple formation and cutting of tissue. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 836a90, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a robotic laparoscopic assisted low anterior resection procedure, the device was fired, and the device fired correctly with no problems. When they tried to remove the device, it was stuck. Device was turned another 360 degree turn and tried to ¿fish tail¿ it out but the device would not come out. Surgeon gave the device an ¿extra tug¿ removing the device which resulted in a tear in the anastomosis. Patient then received a colostomy.